Event description:
The customer contacted beckman coulter inc, (bci) regarding erroneously elevated accutni (troponin) result, within the risk stratification range, for one patient. The result was generated on the unicel dxc 600i synchron access clinical system. The initial erroneously elevated result was reported outside the laboratory. The customer re-ran the sample and it was within the normal reference range. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Service was not sent out for this event. The field service engineer (fse) did not evaluate the device. Although the customer considers insufficient clotting time of the sample occurred, a definitive root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.